Event description:
Sales consultant reported a patient with orif for a right femoral shaft fracture had 4 screws that backed out of the plate. Surgeon removed all hardware, 8 screws and the plate, and replaced with new plate and screws. This is report 6 of 9 for complaint#(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Catalog #: information based on manufacturing evaluation. Nine screws and one plate were received with this complaint series. No part numbers nor lot numbers were provided. This screw appears to be a member of the 214.014 family of screws which are 4.5mm cortex screws w/ large hex. According to the length, the screw would be catalog # 214.026. This screw is in relatively good condition with some minor drive damage, consistent with use. The head is in good condition. The drive has some minor damage at the countersink. The threads have some very minor damage at the major diameter that does not affect conformance. All of the dimensions that could be checked are within tolerance. The design of the device was reviewed an determined to meet the intended use. Placeholder.